Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-linear leads; upn:(B)(4); model: sc-2316-50e; serial: (B)(4); batch: 7193413.

Event description:
It was reported that following a trial procedure, the patient was experiencing discomfort at the lead site. The patients trial leads were explanted and will not be returned as they were discarded by the medical facility.